Event description:
Customer reported that alerts and sounds from her pump were no longer being received as they previously were. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.